Event description:
A customer contacted haemonetics on (B)(6) 2009 to report that fluid comes in their orthopat machine and it does not power on. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report that fluid comes in their orthopat machine and it does not power on. No operator or donor injury was reported. The returned unit was evaluated and decontaminated as a result of the present fluid. Various components needed to be replaced including the power supply. The product issue identified in this report (fluid spill) was identified by haemonetics during a retrospective review of the company¿s service records. No pt or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA record (B)(4). These actions have been communicated to the FDA and have been assigned the action number 1219343-04/29/2011-001-r. (B)(4).